Event description:
It was reported by svc report that the footboard scale display was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty scale display.